Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3560022 (lot: va39aj0); product type: 0191-extension; implant date (B)(6) 2026; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient's extension became dislodged during a dressing change and the programmer was not connecting to the external battery in order to do the testing. The external battery was swapped with a new one and it worked for one day, but then it continued to disconnect from the programmer. The programmer was also swapped for another one and it worked for one day before it disconnected again. The doctor decided to give the patient another chance for the test phase, so they cut the lead and scheduled the patient for theatre to remove the extension, test the lead, and to replace the extension. The issue was not resolved.